Event description:
Report received while end-user was driving their f5 corpus, the footplates hit the ground which caused a sudden stoppage of the device. This reportedly caused the end-user to lose positioning and fall from the seating to the ground, resulting in an injury requiring medical intervention to address.

Manufacturer narrative:
Service provider reported the end-user was driving their device, when suddenly the footplate assembly slid down and contacted the ground. This action reportedly stopped the forward momentum of the wheelchair which caused the end-user to lose positioning and fall from the seating to the ground. The provider stated that the end-user received injuries requiring them to be hospitalized, and admitted into an ICU, but was not forthcoming as to extent of injuries sustained. The reporting provider conducted an inspection, indicating a previous service activity as not being performed correctly in that the hardware that secures the footplates to the leg tube appears to have been improperly secured. The provider deduced it was this improper securement that allowed the footplates to slide down and subsequently jam into the ground, stopping the device. No claims or allegations were made of a component, or product malfunction, related to design or manufacturing, having occurred to have contributed to this event. The DHR was reviewed, and the device was found to have met specifications prior to distribution.